Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged and demonstrated suboptimal capture thresholds. The patient noted having a hard mechanical fall with impact primarily to the left arm about a week earlier. The lead was repositioned and remains in use. The patient was a participant in the wrap-it clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced dyspnea.